Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the black button was missing. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors which can lead to an intermittent failure include: normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the cable which could have partially broken one or more signal wires causing the non-functionality of the device or there may have been an issue with the used controller. There are no indications to suggest the device did not meet product specifications upon release into distribution. Lot number added, usage of device: updated.

Event description:
It was reported that the device was not working. No backup was available. No patient injuries were reported.